Event description:
The lead was later explanted.

Manufacturer narrative:
Evaluation summary: the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the middle insulation had mio, the proximal conductor of the lead became extrinsically fractured due to a cut, and the interior rv (right ventricular) defibrillation cable was extrinsically cut; full lead in segments returned and analyzed.